Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to patient experiencing more incontinence and urethral atrophy. All components were removed and replaced. No adverse patient effects. Additional information was received. Cuff was the correct size and was placed in correct location.